Event description:
The eea #31 device was used for anastomosis. The anus was then dilated with small, medium, and large sized dilators. The eea device was then inserted. Under direct visual guidance the stylette from the main based eea device was then poked through the rectal stump and the anvil was attached to it. The eea instrument was closed and then fired dividing the nylon pursestring suture. At this moment, the eea device was opened, but despite many different maneuvers, it could not be removed from the rectum. It seemed like this was attached to the anastomosis. Because of the very low anastomosis, I was able to visualize the distal part of the instrument, using anal half valve retractor. It turned out that the rings were not completely detached from the staple line. In this situation, I was able to divide the rings under direct visualization, which allowed us to remove the device. The anastomosis was then inspected visually with the sigmoidoscopy. It was broadly opened. The staple line was untouched. However, the divided rings were still attached to the staple line. In order to avoid any injury to the anastomosis itself, I decided to leave the attached fragments of the rings of the staple line, knowing they will very likely undergo ischemic necrosis and fall off. This area can be inspected in about couple of months again and in case some of that could be removed at that point.what was the original intended procedure?laparoscopic low anterior resection.device #1is this a laboratory device or laboratory test?no.